Event description:
A customer reported that his freestyle libre sensor stopped working and prematurely fell off during wear. As a result, the customer was unable to obtained sensor scans and experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider and received treatment but he does not remember what treatment was rendered. No additional information was provided as the customer refused to further troubleshoot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his freestyle libre sensor stopped working and prematurely fell off during wear. As a result, the customer was unable to obtained sensor scans and experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider and received treatment but he does not remember what treatment was rendered. No additional information was provided as the customer refused to further troubleshoot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his freestyle libre sensor stopped working and prematurely fell off during wear. As a result, the customer was unable to obtained sensor scans and experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider and received treatment but he does not remember what treatment was rendered. No additional information was provided as the customer refused to further troubleshoot. There was no report of death or permanent impairment associated with this event.